Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. No pe was noted pre-procedure. An amplatz super stiff guidewire was used to access the superior vena cava (svc). A versacross connect and watchman trusteer access system (was) was inserted and transseptal puncture (tsp) was performed using intracardiac echocardiogram (ice). A watchman flx pro closure device was implanted using transesophageal echocardiogram (tee). The procedure was concluded, yet the patient began to experience hypotension. A moderate pe was identified, localized at the right posterior pericardial sac. A pericardiocentesis was performed and a total of 800cc of dark red blood was removed from the pericardial space and returned to the patient by autotransfusion method. Protamine was administered and a pericardial drain was inserted. The pe resolved before the patient left the procedure room. The patient was sent to the cardiac coronary unit (ccu). The pericardial drain was removed six (6) hours later, and the patient was fully recovered and discharged home. There was not a perforation in the laa from the closure device, and no leak was noted during the case or after the pe was detected, therefore the physician believes the pe may have been caused by the tsp or by the amplatz super stiff guidewire while accessing the svc.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. No pe was noted pre-procedure. An amplatz super stiff guidewire was used to access the superior vena cava (svc). A versacross connect and watchman trusteer access system (was) was inserted and transseptal puncture (tsp) was performed using intracardiac echocardiogram (ice). A watchman flx pro closure device was implanted using transesophageal echocardiogram (tee). The procedure was concluded, yet the patient began to experience hypotension. A moderate pe was identified, localized at the right posterior pericardial sac. A pericardiocentesis was performed and a total of 800cc of dark red blood was removed from the pericardial space and returned to the patient by autotransfusion method. Protamine was administered and a pericardial drain was inserted. The pe resolved before the patient left the procedure room. The patient was sent to the cardiac coronary unit (ccu). The pericardial drain was removed six (6) hours later, and the patient was fully recovered and discharged home. There was not a perforation in the laa from the closure device, and no leak was noted during the case or after the pe was detected, therefore the physician believes the pe may have been caused by the tsp or by the amplatz super stiff guidewire while accessing the svc.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037537777. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device required, blood transfusion, intensive care) and hypotension. Risk review: a risk review was completed and confirmed that the events of pericardial effusion and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.